Event description:
The dr reported that a retinal detachment occurred during a vitrectomy procedure. The vitrectomy handpiece reportedly 'pulled' on the vitreous strands. The pt is currently under treatment and the long term effect is not known.